Event description:
Problem no power to left and right siderails, no injury being reported. Cause, sidecom communication board was shorting out pcm board. Solution replace sidecom communication board and pcm board.